Event description:
It was reported that during a procedure, the seal/gasket came off and was pushed down the cannula during device insertion. Unknown how the case was completed. No pt consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.